Event description:
It was reported by the patient that during dialysis their heart rate dropped to the forties which is below the implantable pulse generator (ipg) lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.